Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h2, h3, and h11. This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, a 6f/7f mynx control vascular closure device (vcd) started unraveling at the end and part of the collagen came off. The sealant tip unraveled, which exposed the thrombin plug. It was noted while trying to insert the device through the unknown sheath. Hemostasis was achieved with another unknown mynx device. There was no reported patient injury. The device was opened in the sterile and the product was stored as per labeling. The user was mynx certified and has been using it for many years. A non-sterile mynx control vcd, 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the buttons 1 and 2 were not depressed, and the stopcock was found in the open position. The sealant was present and exposed on the distal end in its manufactured position due to the frayed/split evidence of the sealant sleeves. The conditions aligned with the reported event. The catheter sheath introducer (csi) used with the unit was not returned for this evaluation; however, the syringe was received. No additional anomalies were observed during this analysis. Per functional analysis, an insertion withdrawal functional test was attempted to be performed. Nevertheless, the exposed portion of the sealant generated a resistance to the introduction of the applicable csi. Additionally, a functional testing was executed due to the premature exposure of the sealant observed in the received conditions of the unit. Using the returned syringe, a complete deflation of the balloon was promoted; and, after obtaining the adequate tension indication, buttons 1 and 2 were depressed. It achieved the expected mechanism by deploying the sealant and retracting the balloon successfully, showing no traces of malfunction that could be related to a compromised mechanism. A magnified visual analysis of the sealant outer sleeve assembly was executed. During this analysis, it was concluded that the sleeves portion presented conditions that could be related to the reported event per the customer as damaged as a frayed/split/torn condition could be confirmed. Additionally, the sealant was observed in a prematurely exposed state at the distal portion. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were confirmed through analysis of the returned device since the sealant sleeves were frayed and the sealant was exposed from the frayed sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) started unraveling at the end and part of the collagen came off. The sealant tip unraveled which exposed the thrombin plug. It was noted while trying to insert the device through the unknown sheath. Hemostasis was achieved with another unknown mynx device. There was no reported patient injury. The device was opened in the sterile and the product was stored as per labeling. The user is mynx certified and has been using it for many years. The device will be returned for evaluation.